Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is possible that foreign material may not have been removed because reprocessing could not be conducted properly due to a leak scope cover. However, a definitive root cause could not be determined. The event can be detected or prevented by handling the device in accordance with the instructions for use: detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the colonovideoscope had a white foreign material inside of the air/water tube and cylinder. There was no patient involvement.